Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's system was auto-reducing. Reprogramming was done and the patient was released from the hospital. The next day the issue returned. Diagnostic testing revealed several invalid contacts. The patient is scheduled for a surgical consult. Note the patient has two leads from the same lot number.